Manufacturer narrative:
The device was evaluated by ventec where the reported issue of abnormal hissing/leak noise coming from the device during high pressure oxygen therapy was confirmed. Ventec replaced the solenoid valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the solenoid valve. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that during external high pressure oxygen therapy, that the healthcare professional (hcp) observed an abnormal hissing/leak noise coming from the device. The hcp then observed that the patient's o2 levels started to decrease, so the patient was transferred to another unit. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.